Event description:
A medtronic representative reported that navigation lost accuracy in the sterile portion because the patient's head slipped in the mayfield head holder. There was no impact to the patient.

Manufacturer narrative:
Medtronic representative tested system and could not replicate the issue.